Manufacturer narrative:
Based on the information provided, there is no indication or report that any ion products caused or contributed to the incident. Review of the ion system logs found that no system errors occurred during the procedure that were relevant to the reported event. A device history record (DHR) review found no non-conformances were identified to be related to the patient event. A review of the event performed by an intuitive surgical medical safety officer concluded that based on the available data, the death was likely procedure related in a patient with significant co-morbidities including severe aortic stenosis, coronary artery disease, congestive heart failure, emphysema and thrombocytopenia as the procedure was completed without issue and without malfunction of the ion system, instruments or accessories.

Event description:
It was reported that a patient underwent an uneventful ion procedure biopsy and was discharged home the same day. The patient expired the following day after suffering respiratory distress resulting in cardiac arrest. During the procedure three lesions were biopsied and fiducial markers were placed. The procedure was completed without any intra-procedural complications or any device malfunctions. Post-procedural chest x-ray showed no signs of pneumothorax, but small to moderate bilateral pleural effusions. The patient presented to the emergency department the next day with shortness of breath and was in severe respiratory distress with hypoxia and hypotension. The patient was placed on 15l of supplemental oxygen and was transitioned to continuous positive airway pressure (c-pap) support as the symptoms continued to worsen. Despite vasopressors and other medications the blood pressure continued to worsen and CPR was initiated. The patient underwent resuscitation efforts and received fibrillatory shocks multiple times. It was decided by the family to discontinue resuscitation after 30 minutes with no return of spontaneous circulation. The patient had multiple co-morbid conditions including hypertension, congestive heart failure, coronary artery disease, thrombocytopenia, emphysema, severe aortic stenosis under assessment for possible valve replacement, and a history of myocardial infarction.